Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Dents and scratches were seen on the insulation. The unit failed the insulation scan test. The probable root causes could be user misuse and/or improper sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.